Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing pacemaker mediated cardiomyopathy. As a result, the pacemaker was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). The patient is a participant in the surescan post-approval study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.